Manufacturer narrative:
No report of patient involvement. No ge healthcare service representative has visited the site and no service has been provided. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a malfunction preventing pressure control ventilation modes. There was no report of patient involvement.